Event description:
Pt underwent ltvh/bso. Everest bipolar forcep tips would not meet. A new one needed to be opened. Additionally, for this case the forceps do not glide smoothly through the lumen of the diagnostic scope as they should. (All 3 opened-total for our 3 surgeries-were the same). The jerky movement can result in stabbing through vital tissues. This is a continuing problem with this instrument. We moistened the length of the instrument which aided slightly.